Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the g6 app didn't alert for signal loss. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable root cause could not be determined via data. No additional patient or event information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.